Event description:
Spontaneous. Pt woke up to legacy pump alarming. No disposable, pump would not run. Pt said the cassette was aligned. He switched to backup pump and pump was still alarming. Patient made a new cassette and the pump is running fine. Patient believes it is a cassette issue. He does not want either pump replaced. Did not have lot number of malfunctioning cassette. Patient's cassette had 50ml left when the alarm started. No other information known. Prescriber has not been notified. Patient is very knowledgeable about how to mill and nursing is not needed. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Unk; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Pt made a new mix with new cassette and pump is infusing with no further issues, resolved. Reported to (B)(6) by pt/caregiver.